Event description:
Surgeon could not get into his incisions. Noted prior to laser that arcus was present. Case stated the capsulotomy was free floating. After surgeon removed the nucleus he noticed a radial tear. A vitrectomy was performed an iol was not implanted. Surgeon questioned whether the capsulotomy was free floating. MFR ref # 3008772189-2014-00072. (B)(4).